Event description:
It was reported that the ventilator display went blank while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and performed the associated field action to resolve the malfunction. The unit passed all testing and operates within the manufacturing specifications. (B)(4).